Manufacturer narrative:
To investigate the reported problem, the device was checked by the field service engineer on site. The device evaluation showed that the power supply had failed and caused the reported shutdown of the respirator. In case of a power supply failure the emergency-breathing valve opens in order to allow the patient to breath spontaneously. Manual ventilation with an alternate device may be considered to be necessary. The ventilator reacted as specified for the given condition and alerted with the highest priority audible alarm. The device was repaired by replacing the power supply and was returned to use.

Event description:
It was reported that after repositioning a sedated and ventilated patient in bed, the device made a loud high pitched noise, the screen went black and stopped working and would not turn back on. Patient airway and ventilation secured immediately. No patient consequences reported.